Manufacturer narrative:
Siemens filed initial MDR 2517506-2025-00183 on 24-dec-2025. Additional information (30-dec-2025): quality control recovered in range on the day of incidence before the erroneous results were obtained. The initial erroneous results and the qc were flagged with above assay range flag. While troubleshooting, the customer moved to a fresh flex of the same reagent and observed performance issues pertaining to water purification module (wpm) low vacuum and wpm resistivity. Siemens further evaluated the event and determined that the cause of the event cannot be determined. H6 section is updated to reflect investigation findings and investigation conclusions. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported erroneously elevated carbon dioxide (co2) results on three patient samples on a dimension vista 500 intelligent lab system. The initial results were not reported to the physician(s). The same samples were repeated on the alternate dimension vista 500 intelligent lab system. The results obtained on alternate analyzer were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to erroneously elevated (co2) results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneously elevated carbon dioxide (co2) results were obtained on three patient samples on a dimension vista 500 intelligent lab system. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse performed a system check and ran calibration on the current lot, which passed, performed a precision run on both levels, the cse replaced the q-guard and pro guard filters, emptied and filled the water and reran the qc. Both levels were out. Later, the cse loaded on the new lot, performed calibration and ran qc, which passed. Siemens is evaluating the event.